Event description:
The implant was inserted with the implant holder. After insertion when the surgeon tried to remove the implant holder the implant holder was stuck to the implant. He then tried to remove it again and the threaded part of the implant holder broke off in the implant. He had to remove the implant and could not attach the aiming device to the implant. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Our investigations have shown that the tip of the implant holder indeed broken off and still stuck in the implant. How the damage occurred is undetermined. It is possible that too much mechanical force, caudal and cranial direction, during removal of the holder has lead to this damage. Please note that this instrument is designed for a lateral movement. The broken surface is homogenous which indicates material conformity as well. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected. A review of the device history record did not show conditions that could have contributed to the reported event. Placeholder.